Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had developed an infection. The origin of the infection was unknown. Device interrogation found the device had been at end of life (eol) for approximately two months. Eol was triggered based on charge time. It was unknown when a replacement procedure could be scheduled. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local are field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.